Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within two days of the implant procedure, the implantable cardiac monitor (icm) experienced oversensing and undersensing during pause and tachycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On date of implant, the device detected pause episodes that were likely due to implant artifact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardiac monitor (icm) experienced right ventricular (rv) undersensing and oversensing.